Event description:
Customer reported receiving two consecutive calibration errors. She stated that she shut off the sensor to avoid the change sensor alert and got a weak signal alert. A test plug procedure was run and showed that the transmitter was functioning properly. Customer stated that she calibrated 6 times per day and was advised that 3 or 4 times per day is what is recommended. The blood glucose reading was 201 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.